Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment inside patient occurred. The target lesion was located in the right coronary artery. During the procedure while inside the patient, a 4.0x20mm promus premier stent was advanced for treatment; however the stent dislodged from the balloon. No patient complications were reported and the patient's status was fine.